Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the black box and alarm history did not show any errors, alarms, or warnings associated with the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the rewind was stopping prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.